Manufacturer narrative:
(B)(4). The sample for this report is expected to be returned however; previous investigations for the reported issue have been performed for confirmed issues of cuts/slits/tears in the cuff. Improvements for the confirmed issues have been addressed in a corrective and preventative action. If the sample is received and new information is identified from the sample analysis, a supplemental report will be provided. Information has been added to the database for trending purposes and complaint trends are reviewed monthly to determine if additional action is required.

Event description:
Customer states: after several hours of intubation, leak occurred and the tube was replaced. The customer reported that five days later the replacement tube failed in the same manner. No additional information was provided. (B)(4).